Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records will be performed. The return of the sample is pending. Video was provided for review. The investigation of the reported event is currently underway. Section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd

Event description:
On (B)(6) 2026, a patient was prepped for a port placement procedure using the equistream hemodialysis catheter. During the preparation, it was noted that the needle allegedly leaked. The procedure was completed using another device. There was no patient contact.